Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the ventilator's display. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.

Manufacturer narrative:
Correction and additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator display was not working. The ventilator was not in use on a patient at the time the event occurred. The evaluation and repair of the device has been completed. The service provider (sp) replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturer specifications.